Event description:
This case was presented at the 65th annual scientific meeting of the (B)(6) association for thoracic surgery. A 10mm amplatzer septal occluder (aso) was implanted. The aso embolized into the descending aorta; it is unknown how much time elapsed between when the aso was implanted and when embolization occurred. A gooseneck snare catheter was inserted via the right femoral artery and the aso was snared. A 15mm aso was successfully implanted. Mild internal bleeding at the right femoral area was observed but resolved itself. The patient was discharged from the hospital (B)(6) 2008.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. The cause for the reported event remains unknown.